Event description:
Patient reported the uncomfortable stimulation for implantable neurostimulator (ins) but contradicting information reported that they never felt stimulation since the trial began on (B)(6) 2016. Patient consider this as sudden change in therapy. Patient reported the symptoms of stimulation at gluteal crack. Patient tried to decrease the amplitude but it did not help. Patient was advised to use a voiding diary. Patient was getting symptoms control. It was reviewed that there was no need of adjusting stimulation if they are getting therapy control. Patient did not remember the direction regarding adjustment, advised to consult with health-care professional (hcp). Additional information was received as troubleshooting by hcp resolved the issue. Patient also reported that they increased the stimulation all the way up to see what it would do because she wanted to see what it would feel like.

Manufacturer narrative:
UDI was added as asku.

Event description:
Additional information received as patient reported that they did not report the uncomfortable stimulation to doctor. When patient was asked if the uncomfortable stimulation resolved on its own, they said there was no problem.